Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the pump emitted call service alarm (B)(4) at 12:39. The pump was rebooted by removing and reinserting the battery. Since that time, the pump emits an audible tone every 5 minutes without anything on the screen and then stops. The alarm history shows record of a single alarm as described above. There was no indication that this issue caused or contributed to an adverse physical event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: review of the black box and alarm history revealed a ¿cs052¿ alarm recorded on (B)(4) 2016. On examination, the battery compartment is cracked between the grip pad and the case seal. On investigation, the ¿ez-prime¿ steps were performed correctly with no ¿cs052¿ alarm or any error, alarm or warning occurring during the investigation. The product performed within specifications the pump¿s cover was removed, no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module.